Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, a definitive cause for the reported difficulties cannot be determined; however, there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during removal of the protective sheath, the 2.75 x 28 mm xience alpine stent dislodged from the balloon of the stent delivery system and remained on the stylet. The device was not used and there was no patient involvement. A second same size xience alpine stent was then used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.